Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00226 on 31-jul-2023. Additional information (05-sep-2023): siemens further reviewed the instrument data and concluded that since the quality control (qc) recovery was within expected ranges and no issues were reported with other patient samples, there was no evidence of a reagent issue. Siemens concluded that preanalytical factors and sample specific factors potentially contributed to the falsely elevated intact parathyroid hormone (pth) results. The investigation findings code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of these devices is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated intact parathyroid hormone (pth) results were obtained on 3 patient samples on an atellica im 1600 analyzer. The customer changed the pth reagent pack, calibrated the assay, and ran quality control (qc), which recovered acceptably. Siemens remotely performed an auto check on the instrument, and a test recovered unacceptably. A service engineer adjusted an electrical connection on the analyzer, cleaned the fitting, and performed a dry to wet sequence. Then, the service engineer ran auto check and qc, which recovered acceptably. The cause of the erroneous pth results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Falsely elevated intact parathyroid hormone (pth) results were obtained on 3 patient samples on an atellica im 1600 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the original instrument. The repeat results recovered lower than the erroneous results. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous pth results.